Event description:
It was reported that the device's liquid level detection was sporadic. The water would not get warm, and no power would be used during heating. There was no patient involvement or harm.

Manufacturer narrative:
E1 phone number: (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name, manufacturing plant address, state, city, postal code, and country updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device was found in good conditions with no cracks or visible leakage. The cause of the customer reported problem was the microswitch for disposable detection did not work correctly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the microswitch, adjusted temperature and alarm limits, and the device passed all functional and electrical safety tests.